Event description:
It was reported that a patient's lead was damaged during a surgical procedure. The lead ruptured while suturing. The physician replaced the lead with another unit. The patient has been discharged.

Manufacturer narrative:
The reported events of suture sleeve and insulation damage were confirmed. As received, a complete lead with a stylet were returned in one piece for analysis. All tines were intact, and no anomalies were noted. Visual inspection of the lead found the broken suture sleeve, the insulations were cut/damaged, and the outer coil was kinked/damaged consistent with tie down forces during the procedure. Electrical testing found internal shorts between conductors due to the procedural damage insulations found on the lead.